Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0j9q5, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had been having some leg problems and their health care provider (hcp) was thinking it was deep vein thrombosis (dvt) and wanted to do an ultrasound in 6 days. They were reading the book and it looked like it was contraindicated. The hcp turned it back on last time and it hurt because they had just changed programs. This occurred in (B)(6) 2014 at a follow-up appointment and the hcp wanted to see how the patient was doing and turned the stimulation on to check. The patient was not having issues with the therapy and they thought the hcp just wanted to check it. The patient thought their bladder problems came first, and then their leg problems, and then the patient was supposed to have a colonoscopy done. The patient wasn¿t having any problems there and was taking priority based on what they needed to do. The patient thought everything with the stimulator would be okay and it was not that, but it was better. The patient was going through pads right and left before and now it wasn¿t as bad. It was noted that the patient¿s trial was better than before and the patient could only have water to drink and was on stage 3 kidney disease and couldn¿t drink anything else. It was hard in the beginning and the patient didn¿t know what to expect and it gradually got better each day. It was better, but the patient had a pad on all the time and each day was different. The patient could have days where they didn¿t have any instances of incontinence and then the next day it might be different. There had even been some nights where the patient didn¿t go and that was a first and there hadn¿t been very many of those. The patient didn¿t go out much due to their leg and knee problems and just went to their hcp¿s office and grocery shopping. The patient¿s spouse did the adjustments with their patient programmer. The patient was currently on program 4 at 6.90v and that was brought up from 6.6v 2 days ago. The patient¿s hcp reviewed reprogramming if needed and they would call the manufacturer representative. The patient had already tried programs 1, 2, and 3 and they were now assessing program 4. The hcp would have the patient come back in (B)(6) 2014 and see if everything look good and would then see them once a year instead. It was noted that the patient used electric scooters in the stores and wanted to know if that would be an issue, but they had not experienced any issues when using the electric scooter. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.